Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 model no - correction. D4 UDI - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.